Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. As result, the patient underwent a surgical revision wherein the physician experienced difficulties to remove the lead. The lead was extracted and a new rv lead was implanted during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break and was deformed the near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. As result, the patient underwent a surgical revision wherein the physician experienced difficulties to remove the lead. The lead was extracted and a new rv lead was implanted during the procedure.